Event description:
It was reported the stylet is broken. It is not just a bend marked during the procedure, but it has already become firmly bent. The device was used on a patient but did not cause harm. Customer clarified the stylet was "completely bent' but was not broken. No intervention was needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter w/ t-lock assembly and 3cg stylet. The stylet was evaluated and confirmed to be kinked in the polyimide region of the stylet. Microscopic examination revealed deformation of the stylet tubing at the magnet edge. Measurements of the stylet tubing wall thickness, core wire outer diameter, and magnet length were taken and confirmed to be within specification. Although a kink in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features suggested that resistance during the insertion process may have occurred. However, it appeared that additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes.